Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
Customer stated patient was treated right and left gsv on separate days ((B)(6)). When patient came back for ultrasound follow up, both veins were still open ((B)(6)). Patient showed no vein wall thickening. Customer did not save closurefast catheters. They did not know there was any issue until the follow up appointment; both procedures went well otherwise.

Manufacturer narrative:
This is a correction to the initial MDR with date of this report (B)(6) 2015. The initial MDR incorrectly stated "a review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event". A review of the manufacturing records was not performed due to a lot number not being received from the user facility.